Event description:
Pt reported that back to back tests performed on the surestep meter using different finger sticks were 280 and 119 mg/dl (81% difference). No symptoms were reported. Pt was advised to call lfs back to complete troubleshooting once lfs receives the control solution. There was no allegation of harm.